Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a defib test/pads failure during operational testing. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem about "defib test/pads failure" was not verified or duplicated during lab tests even after leaving the pca on standby for 8hrs. The test fixture with the therapy pca under test installed passed all the tests during op check and extended tests. The therapy pca will be scrapped.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test/pads failure during operational testing. There was no patient involvement.